Event description:
The complainant reported a 78 year old male patient presenting with right ventricle failure post implantation of a permanent left ventricular assist device. The impella rp device was selected for hemodynamic support. During attempted insertion, the introducer kinked and the impella's outlet cage failed to pass through the opening at the end of the 23 fr introducer. It should be noted that the physician chose to insert the pump in the patient's left femoral vein, which is against recommendations, as indicated in the device's instructions for use. Device insertion was aborted, however, the impella's pigtail and tear drop separated from the catheter and remained inside the patient's anatomy. As treatment, a surgical snare was administered and the fragmented components were successfully removed. The patient remained in stable condition.

Manufacturer narrative:
Correction: revised PMA number, as it was erroneous in the initial MDR. Revised event description as initial narrative was incomplete. The device was received for evaluation and the reported device separation was confirmed. The outer diameter of the pump was measured and found to be within specification. Evidence suggests the force applied to push the pump through the reported kink and to the opening of the 23 fr introducer had resulted in the ultimate separation of the device. A review of the device history record was conducted and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Manufacturer narrative:
The impella rp is expected to be returned for analysis, but not yet received. Should the device be received, a supplemental MDR will be filed after completion of an investigation.

Event description:
The complainant reported a (B)(6) male patient presenting with right ventricle failure post implantation of a permanent left ventricular assist device. The impella rp device was selected for hemodynamic support. During attempted insertion, the impella's outlet cage failed to pass through the opening at the end of the 23 fr introducer. Device insertion was aborted, however, the impella's pigtail and tear drop separated from the catheter and remained inside the patient's anatomy. As treatment, a surgical snare was administered and the fragmented components were successfully removed. The patient remained in stable condition.